Event description:
During dialysis blood was noticed on the bandage and the nurse noticed a leak from a connection. Dialysis was halted and the pt taken to theatre for the catheter to be removed.

Event description:
During dialysis blood was noticed on the bandage and the nurse noticed a leak from a connection. Dialysis was halted and the pt taken to theatre for the catheter to be removed.